Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified right coronary ostium. A 12 x 3.50 promus premier stent was advanced through the guide catheter. Upon expanding the stent, the physician found that the device needed to be repositioned. However, during repositioning, the stent collided with the tip of the guide catheter which caused shortening of the stent. The device was removed and the procedure was completed with another stent. The patient's status was stable.

Manufacturer narrative:
Device is combination product. A promus premier ous mr 12 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found stent damage along the entire length of the stent, with the stent moved distally on the balloon. Crimp stent markings were visible on the exposed proximal balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified right coronary ostium. A 12 x 3.50 promus premier stent was advanced through the guide catheter. Upon expanding the stent, the physician found that the device needed to be repositioned. However, during repositioning, the stent collided with the tip of the guide catheter which caused shortening of the stent. The device was removed and the procedure was completed with another stent. The patient's status was stable.